Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23325. It was reported the patient was unable to establish communication between his ipg and external devices. In addition, the patient had not recharged his ipg in an extended period of time. It was also reported the patient was not receiving effective simulation. The patient's pain pattern is in his left foot; however, he felt stimulation in his groin. Subsequently, the patient underwent surgical intervention and his ipg was removed and replaced with a new one and an additional lead was implanted. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.